Event description:
The system won't turn on. Initial report text: it was reported to philips that the system was unable to turn on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to turn on. Upon troubleshooting, fse found that the single-phase uninterruptible power supply (ups) was causing the fuse to blow, which was preventing the system from powering on. Analysis of the system log file showed marathon ups failure. To resolve the issue, fse replaced the blown fuses and bypassed the single-phase ups since the system is supported by a three-phase ups, and the system was returned to good working condition. The codes were updated based on the investigation outcome.